Event description:
The customer reported that the system experienced save and swap functionality issues. Further information received from the fse indicated that the system intermittently failed to properly save patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined the ps1 power supply was evaluated and calibrated to the optimal operating voltage during the service event. The system was tested and found to be working as intended and returned to service.